Event description:
It was reported that the patient experienced issues with an artificial urinary sphincter (aus); currently 10 to 12 pads per day were being used by the patient. The physician indicated a replacement surgery needed to be performed on a future date. The patient was also using a cunningham clamp, however there was no mention about when did the patient began to use it. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided.